Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-6480 dw arthroscopy fluid management system had a high pump pressure. The surgeon had the suction device swapped out. However, the pump pressure still remained high. Halfway through the procedure, it was removed from the pump and the procedure was finished on gravity. After the procedure, it was noticed that 2l of fluid was used. The surgeon believes that the pressure was so high that it was bypassing the outflow and into the 3rd compartment. There was significant fluid up to the patient's groin. Concerns of compartment syndrome were noted. This was discovered during a dw arthroscopy knee procedure. The case was completed with another device with no patient harm. Additional information has been requested. Additional information was provided by the distributor via email; this event occurred on (B)(6) 2023. Arthrex tubing with an unknown lot number was used with the pump, the pump settings at the time of the event were not recorded. It could not be confirmed if localized or extended extravasation occurred, but the excess fluid was removed. The patient was observed longer post-op, and the surgeon will continue to monitor the patient. A compartment syndrome has not been confirmed by the surgeon. There was a small delay in surgery, and a competitor's pump was brought in to complete the case. Additional information has been requested. Sales representative noted there was a 20-minute delay in the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2018.